Manufacturer narrative:
Patient weight is not available for reporting. (B)(4) lot number is unknown. Device is not implanted/explanted. Incident occurred during the procedure. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent surgery due to femoral neck fracture from a motor vehicle accident (mva). At the start of the procedure surgeon implanted a small fragment plate with four (4) screws to compress the bone fragments at the top portion of the femur neck bone before inserting the dynamic hip and condylar (dcs/dhs) plate and screws. As the surgeon was using the step dhs reamer instrument, in error, he hit one of the screws that were previously implanted. The proximal portion of the previously implanted screw had broken off. Surgeon chose to leave the distal screw fragment from the broken screw in place at the femoral neck bone. Surgeon implanted another screw to replace the one that was broken in the small fragment plate. Surgeon completed the procedure successfully with no additional time added due to this event. Patient is reported in stable condition. Concomitant devices reported: dynamic hip and condylar (dhs) reaming head-standard (part # 338.11, lot # unknown, quantity 1). The 2.4mm locking condylar adaption plate (part #247.366, lot # unknown, quantity 1). This report is for one (1) cortex screw. This is report 1 of 1 for (B)(4).